Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional abdominal aortic stenting procedure. The suture of the first proglide device were successfully preplaced. Reportedly, no suture was present when the proglide plunger was removed on the second proglide device. The sutures of an additional proglide device were successfully preplaced. The abdominal aortic stenting procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.